Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. Product was manufactured with validated procedures. The IFU was reviewed and it states that the tube must be ligated near the tube-plate junction, preferably with a 7-0 vicryl dissolvable suture to occlude the tube. A 7-0 vicryl dissolvable suture should be placed around the tube and tightened to prevent any flow through the tube. During visual inspection of the returned device, the tube was cut near the tube-plate junction, which suggests that the suture used to occlude the tube was overtightened.

Event description:
The clearpath 350 broke during insertion.